Event description:
It was reported by the patient's spouse that the patient received shocks that would not stop and that the patient was air lifted to the hospital. Follow up information was obtained stating that the patient received inappropriate therapy and that the right ventricular (rv) lead was oversensing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.